Event description:
It was reported the balloon would not inflate in the operating room. On (B)(6) 2012 - follow up states the procedure was being performed in the operating room. When the balloon would not inflate, another kit was opened and placed successfully for the pt. There was a delay in treatment with no pt harm and no pt death or complications were reported. On (B)(6) 2012 - follow up info states this occurred during insertion. There was delay of having to remove the first kit and to go to the cart and get another one. No pt info or add'l details are available. The outcome was uneventful.

Manufacturer narrative:
(B)(4). No sample returning.